Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis manifested by cloudy peritoneal dialysis (pd) effluent. The cause of peritonitis was unknown. It was reported that the patient did not break aseptic technique (no further detail was provided). On the same day as onset, the patient was admitted to the hospital for the event and the patient began treatment for the peritonitis with injection (inj) megnova (1 gram stat and 500 mg each day ip [intraperitoneally]) and inj vancomycin (1 gram, ip, every fifth day). Three days after onset, the patient was recovered from the peritonitis event. The patient was discharged from the hospital on the following day. At the time of this report, the antibiotic treatment and dianeal therapies were both ongoing. No additional information is available.